Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 x2 implantable pacing leads (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient presented to the emergency department (ed) after a syncopal episode while walking their dog. It was further reported that telemetry strips show the device pacing below the lower rate and after further testing the physician was able to reproduce the rhythm similar to what was observed in the ed. The patient had a loss of ventricular capture when standing and the physician felt that it was the post ventricular atrial refractory period (pvarp) programming that could not adjust fast enough with changes in rates with positional change. The pvarp was reprogrammed and the issue was resolved. The device and lead remain in use. No further patient complications have been reported as a result of this event.